Event description:
Patient reported blood glucose results of 7.5 mmol/l, 5.1 mmol/l, 6.5 mmol/l and 7.2 mmol/l with a lifescan meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.